Event description:
It was reported that the patient's l3 was explanted and replaced due to ineffective therapy caused by high impedances. X-ray revealed that the lead had migrated and was fractured. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.